Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, 2 patients with pain after the installation of altis. Indeed, this happened when he started with the system. Physician removed the mesh the next day for the two patients with pain. Unfortunately, these patients still have pain. Doctor is aware that this is not the altis device but probably a bad move on his part when he started the poses of altis. 1st case implantation of altis took place in (B)(6) 2014- (B)(6) 2015. 2nd case implantation of altis took place (B)(6) 2015 -after implantation of altis development of chronic pelvic pain type of syndrome myofascial . The mesh was removed a few days after implantation. To date the pain is still persistent for the 2 patients.